Event description:
The patient was implanted with the ecoin device on (B)(6) 2025 and the device was activated on (B)(6) 2025 with an amplitude setting of 4 ma. The device was reprogrammed on (B)(6) 2025 with an amplitude setting of 5 ma. On (B)(6) 2026, the patient went in for an MRI scan due to experiencing some severe lower back pain. The patient was cleared for the MRI and the guidelines for having an MRI with the ecoin device were reviewed. However, the MRI technicians taped the patient magnet around the patient's leg over the ecoin device in order to "avoid stimulation during the scan." The patient was put into the MRI and the scan began. As the scan began, the patient magnet "shot off" of the patient's leg and the patient experienced a burning sensation through their ankle and foot. The MRI was immediately aborted. As of on (B)(6) 2026, the device remains implanted, the patient has not reported any additional problems and stated their ecoin device is running every four days as it previously was. The patient will be evaluated again by the implanting physician in six weeks from their last visit. No further issues have been reported at this time.

Manufacturer narrative:
A review of the device history file resulted in no related issues. Based on the information provided, the MRI technician was non-compliant to the instructions for use and taped patient magnet around the patient's leg prior to beginning the MRI scan. Per ecoin peripheral neurostimulator system patient manual, 903-1236 rev. V3, "the patient controller magnet is mr unsafe and should never enter an MRI room or facility. The other parts of the ecoin peripheral neurostimulator system (used by your physician or a technically trained field person) are mr conditional." The ecoin device is used to treat urgency urinary incontinence. The cause of the burning sensation during the MRI is due to non-compliance to the IFU-MRI facility.